Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had a possible erosion. Reportedly, a piece of the pacemaker was poking through the skin. Furthermore, the patient saw the head cardiologist. All available information indicates that as of this time, the pacemaker remains in service. No additional adverse patient effects were reported.